Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that it is highly probable that if the tip of the scope connector is chipped or broken, excessive stress is applied to the video connector terminal when the scope is inserted, the terminal buckles, and the bent pin phenomenon occurs. Since it is an event caused by the connected scope, it is highly possible that it is caused by the user. The poor connection would cause the intermittent image issue. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. Bent pins were found inside the video connector causing the intermittent image. The software version was upgraded to the latest one. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported intermittent image issues while preparing to use a video system center. It was also reported that the contacts inside the unit were getting worn-out. No patient involvement or injuries were reported. No additional information has been obtained.